Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent high glucose readings for several hours while using the ilet system, with cgm showing ¿high¿ and a confirmatory finger-stick reading ¿hi,¿ after which the user changed the infusion set, cartridge, and tubing with guidance; the medical device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia with the user feeling unwell. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and the device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.